Event description:
It was reported that tandem mobi pump battery would not charge even though caller used tandem charging pad, cable, wall adapter, and a working outlet. There was no reported impact to the customer¿s blood glucose level. Customer first tried leaving pump on charging pad for extended time and then tried a different charging cable without success, after which technical support arranged shipment of replacement charging supplies; after receiving and changing charging cable, wall adapter, and charging pad, pump began charging and no further assistance was required.